Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011; 407645 leads, implanted: (B)(6) 2011. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented alert and oriented and experienced bloody dark urine. But was suspected of vad thrombus. The vad exhibited elevated power associated with high watt alarms. And the patient's international normalized ratio (inr) was 2.0, and lactate dehydrogenase (ldh) was 600 upon admission. The patient was complaint with anticoagulation therapy and was said to be therapeutic for anticoagulation. The patient labs result showed that the patient's (ldh) was elevated as ldh reached 1000. No treatment was performed at this time as the patient was still being evaluated and the patient was not a candidate for tissue plasminogen activator (tpa) and was not on aspirin because of recent cerebrovascular accident (cva) and had a low inr. The patient was not listed for transplant and noncompliant and had a risk for vad exchange due to active infection on the outflow graft. It was further reported that the next day the patient had a vad exchange to the competitors vad. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The prior regulatory report was missing the additional device for the outflow graft in h10, this has been updated. The event description has been updated and the annex e and f code has been updated. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125/ catalog #: 1125 / expiration date: 30-apr-2019 / lot#: 1001875811 UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-apr-2014 h5: no h6: patient ime code(s): e2204, e1302, e0514,e1906 h6: imf code(s): f0,f19,f1203,f1903,f2203 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a pet scan was performed and it showed that there was an infection around the outflow graft.

Manufacturer narrative:
Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot 1001875811) were not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed an increase in power consumption starting on (B)(6) 2021 leading to parameters above normal operating range. One hundred (100) high watt alarms were logged since (B)(6) 2021. Information provided by the site indicated that, in addition to the high power, the patient presented alert and oriented and experienced bloody dark urine and was suspected of vad thrombus. The patient was said to be therapeutic for anticoagulation. The patient labs result showed that the patient's (ldh) was elevated. No treatment was performed as the patient was not a candidate for tissue plasminogen activator (tpa) and was not on aspirin because of recent cerebrovascular accident (cva) and had a low inr. The patient was not listed for transplant and had a risk for vad exchange due to active infection on the outflow graft. A pet scan was performed and it showed that there was an infection around the outflow graft. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for the date of the event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.